Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. It was noted that the patient was found unconscious and picked up with a heart rate in the 40¿s. Programming changes were performed. The patient was in recovering condition.